Event description:
This was an interventional peripheral case with access on the left side. The left femoral was widely patent with no tortuosity, calcification, or scarring noted. The initial access puncture was satisfactory. The procedure proceeded as planned until a small hematoma started forming prior to sheath pull and pressed out. When the sheath was pulled, a hematoma (6x2 cm) formed, which was treated with manual compression. The patient was discharged the same day after several hours of bed rest post procedure with instructions to contact the physician if the hematoma expanded. The following morning, (B)(6) 2014, the patient reported that the hematoma expanded and was instructed to go to the emergency room. Ultrasound assessment was normal. Treatment ordered was to alternate ice / heat and pain medication. The patient was discharged the same day with instructions to return to the emergency room if worse. The patient recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. See scanned page. Based on the review completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.